Event description:
It was found that the brakes wouldn¿t hold due to a broken/damaged brake tip. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.